Manufacturer narrative:
This MDR is not reportable and is being canceled.

Event description:
It was reported that before use of 3 unit pen needle merck-china was not the labelled correctly. As reported by the customer: unfortunately the (B)(4) was not labelled correctly. Our order number was not printed on the boxes. Long story short: these pallets have been picked up again on friday for relabelling in bemis. The customer (msd, oss) received two shipments which were labelled incorrectly:

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of 3 unit pen needle merck-china was not the labelled correctly. As reported by the customer: unfortunately the (B)(4) was not labelled correctly. Our order number was not printed on the boxes. Long story short: these pallets have been picked up again on friday for relabelling in (B)(6). The customer (msd, oss) received two shipments which were labelled incorrectly: one lot was missing the customer po# on the label. The second lot has the incorrect po# listed on the label.